Event description:
Reported on FDA medwatch by the pt as "...constant acid reflux...was found to have erosive gastritis... Was treated with protonix and sucralfate...band was emptied...stop being able to tolerate solid food and was put on liquids...had emergency surgery to remove the band...reflux stopped upon removal of the band..."

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Product has not been returned. Visual examination may confirm or determine another connector type associated with this report. Reflux is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for this event. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of the reported events as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."